Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent hyperglycemia with a highest continuous glucose monitor (cgm) reading of 400 mg/dl over approximately six hours while using an inset infusion set on the abdomen and dexcom g7 cgm, accompanied by three occlusion alarms that only resolved after changing supplies. The user noted inability to see drops when attempting to fill the tube and administered subcutaneous insulin by pen (total 50 units) during the event. Symptoms included hyperglycemia, hot flashes/flushes, and irritability. Outcomes included a delay to treatment or therapy without emergency care or hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed obstruction of flow associated with the connector/coupler and a deformation problem, consistent with an occlusion that required supply change to resolve. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.